Event description:
The customer reported to olympus, a b30 (scope communication error) displayed on the evis exera iii xenon light source and with all the 190 series endoscopes. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The evaluation uncovered scratches on the top cover, a worn-out socket slider switch that caused intermittent use of high intensity and a non-olympus lamp life meter was reading at 452 hours 30 minutes; light output measured within acceptable range. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the event temporarily occurred due to a worn out socket slider switch. Since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.